Manufacturer narrative:
E3: occupation: rtr h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a separated guidewire as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed as the lot number for the device was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had a radial heart case where a 5/6 glidesheath slender was used. They stated that the wire became stuck in the patient, and they could not remove it. The wire was surgically removed. There was no blood loss. Additional information was received on 14jul2025: patient was stuck with the wire in the wrist. The patient was stable. Additional information was received on 16jul2025: they staff stated the wire was stuck sub-q. They were unsure if the doctor encountered any resistance from calcium, tortuosity or spasms. The patient was completely ok.